Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy fluid. The cause of the event was not reported. The patient was not hospitalized for the event. A day after the event onset, the patient was treated with unspecified antibiotics (intraperitoneally, dose, frequency and duration were not reported) for the event. On an unreported date, the patient was switched to oral antibiotics for 3 weeks. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.